Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)) investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the provided imaging and photographic evidence is consistent with the reported lead migration, as demonstrated by x-ray imaging, and with elevated impedance values shown in the system display image. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-2218-50 (sn: (B)(6)) investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the provided imaging and photographic evidence is consistent with the reported lead migration, as demonstrated by x-ray imaging, and with elevated impedance values shown in the system display image. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the leads were migrated, as confirmed by imaging, and exhibited high impedances. The patient underwent leads replacement procedure and is doing great postoperatively. The explanted devices were not returned as it was disposed of.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7144994. UDI: (B)(4).

Event description:
It was reported that the leads were migrated, as confirmed by imaging, and exhibited high impedances. The patient underwent leads replacement procedure and is doing great postoperatively. The explanted devices were not returned as it was disposed of.